Manufacturer narrative:
Part number and serial number are unknown and could not be obtained through gfes; since a device is required for transmission to the FDA via emdr, this device is being reported as (B)(4). The customer did not proceed with service from the manufacturer.

Event description:
It was reported that the defibrillator experienced a lead wire fault. There was reportedly no patient involvement. The customer evaluated the device and called in a service order. The customer did not proceed with service from the manufacturer. Although no fault was found, this will be documented as a malfunction that occurred at the time of the reported event, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time.